Event description:
It was reported that after 5fr bipolar pacing catheter was inserted via internal jugular vein, the apex lead position confirmed under fluoroscope and connected to pulse generator properly. The pacing parameter was set theoretically but there was no pacing spike/capture that occurred. The staff decided to change to a new pacing catheter with the same lead position and parameter setting, then the system worked well. There were no patient complications reported.

Manufacturer narrative:
The product has been returned for evaluation; however, the analysis is not yet complete.

Manufacturer narrative:
One pacing catheter was received with an attached 1.3 cc monoject limited volume syringe. Continuity testing revealed a short condition had occurred in the y-adaptor between the proximal and distal electrodes. There were no open or short conditions in the leadwires between y-adaptor and the electrodes on the distal side of the y-adapter. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. No visible damage was observed on the catheter body. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the other electrode. Resistance was measured with digital multi-meter. The catheter was cut down proximal of both electrodes and base of y adaptor. Lead wires were exposed for continuity testing. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under 10x magnification. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.